Event description:
It was reported that the programming head will not initialize making the programmer unusable.

Event description:
It was reported that the programming head will not initialize making the programmer unusable.